Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip continuously opened. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.